Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute pt injury. Device issue: balloon rupture. It was reported that the 2.0 x 12 mm voyager balloon ruptured (2 atm) during use in the pt. The procedure was completed with another voyager (unknown size) and vision stent (unknown size). No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation: product performance engineering reviewed the incident info. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during mfg, materials, interactions with other devices, pt anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. The pt anatomy was not described in the case details, which may have aided the investigation. Without a returned device for analysis, a definite root cause for the balloon rupture cannot be determined.